Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's lead was explanted and replaced due to the patient not receiving right side neck and arm stimulation coverage. Also, the patient's ipg was electively explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not experiencing right sided stimulation. Reprogramming was unable to resolve the issue. X-rays were taken, however the results are unknown. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.